Event description:
It was reported that the rv lead was explanted due to noise and intermittent capture. No patient complications were reported as a result of this event. Patient reports that he had symptoms 6 months prior to lead replacement. He had skipped beats, a low heart rate, and passed out one time. No further patient complications were reported.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the rv lead was explanted due to noise and intermittent capture. No patient complications were reported as a result of this event. Patient reports that he had symptoms 6 months prior to lead replacement. He had skipped beats, a low heart rate, and passed out one time. No further patient complications were reported. No conclusion can be drawn capture, intermittent interference sensitivity.